Event description:
The physician reported that two patients exhibited thrombus extensions following venous ablation treatment. Patients were prescribed lovenox.

Manufacturer narrative:
It was reported that two patients experienced a thrombus extension following treatment with closure fast catheters for venous ablation therapy. The physician reportedly prescribed anticoagulant medications to the patients. Patients reportedly responded well to treatment. Attempts to obtain additional information have been unsuccessful. The closure fast catheters were not returned and could not be evaluated. The lot and catalog numbers of the products were not recorded. If any additional information is obtained, a follow-up report will be submitted.